Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the power cord. To correct the condition, the power cord was replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device will be returned to baxter for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During a device evaluation by baxter (B)(4) personnel, a colleague infusion pump was found to have a damaged power cord. This condition had the potential to interrupt delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.